Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).please see medwatch report 2032227-2014-34281.

Event description:
The customer reported that the insulin pump went into a threshold suspend while her blood glucose was 110 mg/dl, due to a sensor reading of 55 mg/dl. Nothing further was reported.